Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The left monitor was replaced, a fuse was replaced, and a cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system displayed a touch screen error message and both screens intermittently would go blank. No patient injury was reported.